Manufacturer narrative:
Additional product component: model number/catalog number; 72404292 and 72404310; batch/lot number: 1000047968 and 1000193408; model/catalog description: lgx snap fit rt and pump ms.

Event description:
It was reported that the patient experienced fluid loss due to a hole in the reservoir of an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of wear and fatigue at a fold in the shell. The ams700 cylinders were visually inspected and functionally tested. No leak was found. Both cylinders performed within specifications. The ams700 ms pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. Additional product component: model number/catalog number: 72404292 and 72404310, serial number: null and null, batch/lot number: 1000047968 and 1000193408, model/catalog description: lgx snap fit rt and pump ms.

Event description:
It was reported that the patient experienced fluid loss due to a hole in the reservoir of an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.